Event description:
It was reported that during an ICD replacement procedure, the unit was connected to the leads. The rv pacing impedance was > 2500 ohm. So the physician tried to reconnect the lead to the ICD but it was not possible to turn the rv is-1 setscrew anymore. It was even not possible to extract the setscrew from the connector block. So the unit was replaced with a new one. There were no patient complications reported as a result of this event. The patient's status was reported to be good.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.